Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lots 1903249, 1904251, and 1904253, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of each lot were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, the stopper was correctly assembled to the plunger, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that leakage occurred past the stopper with a bd syringe 50ml14ga 1-1/4in perfusion¿. This occurred on 2 separate occasions during use with batch # 1904253, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: the syringe leaks out the back of the plunger (stopper), leading to a spill and loss of medication. In many cases, it has involved the production of the preparation again since it is not possible to calculate the part lost in the spill. Most of the time it has involved the 50cc syringe, although other sizes like the 1ml one have also been affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1903249 medical device expiration date: 2024-02-29 device manufacture date: 2019-03-18 medical device lot #: 1904251 medical device expiration date: 2024-03-31 device manufacture date: 2019-04-11 medical device lot #: 1904253 medical device expiration date: 2024-03-31 device manufacture date: 2019-04-25". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred past the stopper with a bd syringe 50 ml14 ga 1-1/4 in perfusion¿. This occurred on 2 separate occasions during use with batch # 1904253, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the syringe leaks out the back of the plunger (stopper), leading to a spill and loss of medication. In many cases, it has involved the production of the preparation again since it is not possible to calculate the part lost in the spill. Most of the time it has involved the 50 cc syringe, although other sizes like the 1 ml one have also been affected.